Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the patient underwent a revision surgery of the variable angle (va) locking compression plate (lcp) distal humerus plate and unknown screws in the distal humerus due to a re-fracture after the initial implant. The patient fell after the initial surgery causing a new fracture. All original implants were unbroken and removed successfully and completely. The devices were replaced with new synthes variable angle (va) medial distal humerus plate with screws and synthes 3.5 locking compression plate (lcp) recon plate with screws. This report is for one unknown screw. This is report 2 of 2 for (B)(4).